Event description:
It was reported that the patient had a seizure for about five minutes and was found on the floor and then was just continually seizing so they were brought to the emergency room. No other relevant information has been received to date.